Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the suction stopped during multiple cases. The system and consumable were exchanged to complete the case. There was no patient harm. This facility has two cataract systems and they are not sure which system was used for this case. This is for case #1 which started at 10:30 am.